Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the health care professional was flushing the transducer set for arterial line after having taken a blood gas, when the plastic switch sheared in two at the point just below the pressure pad. This caused the blood to begin siphoning up the transducer set from the patient. This issue was noticed immediately, and the health care professional clamped the arterial line and replaced the transducer set. Faulty set was kept for examination. No patient injury was reported.